Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patients device was no longer working appropriately to cover the pain areas. The patient underwent a full system replacement procedure and was doing well postoperatively. The explanted ipg and percutaneous leads will not be returned.